Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient could not find a healthcare professional (hcp) in the area to refill their pump. It was reported their previous hcp closed their office. Physician listings were requested. It was noted the pump has been empty since june and the patient went to the hospital for a pump refill and they would not fill the pump. The patient was provided with 20 oxycodone. It was noted the patient gets sick from the pills, lost weight, cannot get out of bed, and noted the patient was dying. It was noted that some hcps will not take workman's comp. It was noted that the patient was on a high dose of morphine. The event date was june 2019. No further complications were reported/anticipated.